Event description:
During the supraventricular tachycardia procedure, there was a delay. It was noted that the catheter magnetic sensor did not work as expected. The connections were reseated, and the amplifier and dws were restarted with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensors met specifications during electrical testing with no open or short circuits detected, the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.